Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on the left lead. Patient experienced a recent trauma. Upon disconnection of the extension lead impedance on the lead was normal. As a result, the extension was explanted and a new extension was implanted. Upon explant, a knick was observed on the extension. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection showed the returned lead extension was found discolored and all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.